Event description:
It was reported that the patient presented to a follow up appointment and noise was seen on the right atrial (ra) channel. The physician suspected ra lead dislodgement and performed diagnostic imaging. The ra lead had no dislodged. The physician elected to perform an exploratory surgery and discovered blood in the header of the device. Noise was also observed when the device position was manipulated. The physician flushed the header of the device to remove the blood and no noise was seen. The system remains implanted and in service. The patient was stable with no additional consequences.